Event description:
As reported on april 16, 2008, this patient was implanted with gore excluder aaa endoprostheses. On the following month, a controlled CT demonstrated proximal device infolding and a type I endoleak. At an unknown date, the patient underwent a reintervention in which a numed cp stent mounted on a numed balloon was successfully implanted inside the proximal portion of excluder device. The infolding appeared to resolve and the endoleak could no longer be observed. No further information was provided.

Manufacturer narrative:
A lot serial number was not provided; therefore, a review of the manufacturing paperwork could not be conducted.